Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient vision was not well i.e, not able to see tv or street signs. Clinical reason being mentioned as lens implant is not at the intended target. The iol was explanted and exchanged for an unknown atiol lens following the secondary implant procedure. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in a.2.,a3.a.,b.3., b6.,b.5., d.10., e.4.,h.3., h.6., and h.11. The product has not been received to evaluate. Each lens is subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company, 16.5 diopter, lens was replaced with an company, 15.0 diopter lens. The exchange for the same model with a 1.5 changed in diopter, would indicate the 15.0 diopter better met the patient's visual needs. Additional information was provided that the clinical reason for the exchange was that the original implant was not the intended target, which may indicate a calculation issue. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information states that after 29 day post-operation patient struggles to see tv and distance is very blurry. Patient had lens exchange with another lens. Patient had a 2 diopter myopic shift in the left eye after cataract surgery with a company lens despite choosing the correct iol power on the a scan targeting good distance vision. There was no impact to the patient.